Event description:
It was reported that the patient presented in clinic for left ventricular (lv) implant procedure. During procedure, the lv lead was noted to be leaking fluid during flushing due to the insulation breach. The lv was not implanted, and another was successfully implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported event of ¿leaking fluid during flushing due to the insulation breach¿ was confirmed. As received, a complete lead was returned in one piece. Visual examination found the lead body insulation in the middle region was cut 31.9 cm from the connector pin breaching the inner coil lumen. The cause of the reported event was isolated to the lead body insulation cut consistent with procedural damage.